Event description:
It was reported that during an esophageal dilation procedure, the cre balloon burst at 4 atm. The procedure was completed successfully with a different device. There were no pt complications and the pt was reported to be "good".